Event description:
It was reported that the patient had an elevate pc anterior graft implanted on (B)(6) 2013. The patient experienced mild urinary urge incontinence with "urge urine leakage." Medication was administered on (B)(6) 2015. The event is considered to be ongoing. There were no further patient complications reported as a result of the event. Related to manufacturer report # 2183959-2015-00228.